Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 68-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant using mammogram imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On june 16, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evidence of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. June 19, 2023, mentor became aware that information was inadvertently omitted in the second follow-up report. As the device was received, the type of investigation, investigation findings, and investigation conclusions should have included testing of actual/suspected device, results pending competition of investigation, and conclusion not yet available, respectively. Manufacturer¿s reference number: (B)(4). In the second follow-up, h6 type of investigation, h6 investigation findings, and h6 investigation conclusions should have been populated with testing of actual/suspected device (b01), results pending competition of investigation (c21), and conclusion not yet available (d16), respectively as the device was received but an investigation was still pending completion.

Manufacturer narrative:
On (B)(6), 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 04, 2023, mentor was notified that the patient underwent removal on (B)(6) 2023. On may 05, 2023, mentor received additional information. The patient began to notice a change in shape of the left breast on (B)(6) 2022. As such, the date of event was updated accordingly. Additionally, magnetic resonance imaging was conducted the patient was noted to have mildly prominent left axillary lymph nodes. On may 11, 2023, mentor became aware that the patient underwent bilateral removal and replacement with 475cc mentor memorygel breast implants. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: anisomastia, rupture. Manufacturer¿s reference number: (B)(4).